Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The motor was received with a corroded motor home switch. The pump had a missing endcap sticker. They were unable to verify the button/keypad and battery out of limit alarm due to the moisture anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he jumped into the pool with the insulin pump on and now he has a battery out limit alarm. Customer's blood glucose was 159 mg/dl. Customer stated that he took the battery out of the pump to dry it but when he put the battery back in, he got a battery out limit alarm. Customer was not able to clear the alarm. Customer stated that the buttons were not responding. Customer reported at there was fluid under the display and it was foggy behind the screen like condensation. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.